Manufacturer narrative:
(B)(4). Evaluation, results: (inaccurate delivery; vessel occlusion), (very small access vessels). Conclusion: (very small access vessels).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology was reported as very small access vessels. It was reported that the physician planned to perform a thoracic and abdominal procedure at the same time, due to the very small access. It was reported that another manufacturer's stent was placed in the external iliac to dilate the artery; however, a 18 fr. Dilator would not go into the vessel. The physician proceeded to place a conduit on the left iliac artery. The thoracic portion of the case went well. The bifurcated stent graft was implanted without problems. The contralateral limb was placed in the right side. The physician released the top cap and deployed the rest of the ipsilateral limb; however, when the physician tried to rotate and push the device proximally, the spindle got caught on the suprarenal stent and pushed one of the suprarenal struts up, which covered the left renal artery. A stent was placed in the renal artery. No clinical sequelae were reported and the patient is doing well with no elevation in serum renal function.